Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified left anterior descending artery (lad). A non-abbott 3.5x16 mm stent was placed in the main vessel, the lad. The balance middleweight guide wire was placed in the first side branch (d1), and a non-abbott 2.0 mm balloon was advanced over the guide wire to the heavily calcified stenosis in the side branch. The balloon was inflated and could be removed without problems. During retraction of the guide wire from the side branch, resistance was felt with the calcified lesion. A small amount of force was necessary to retract the guide wire. This caused the guide wire to separate into two parts in the anatomy, requiring the piece in the anatomy to be removed with a snare device. This caused a clinically significant delay in the procedure; however, the patient is in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device revealed that the core was separated 16.5 cm proximal to the proximal solder, confirming the separation. Scanning electron microscopy analysis results suggest that the fracture may be attributed to detachment from the hypotube. It was reported that force was applied in order to remove the guide wire, which resulted in the separation. It should be noted the warnings section of the hi torque guide wires instructions for use states: do not push, auger, withdraw or torque a guide wire that meets resistance, or torque a guide wire if the tip becomes entrapped within the vasculature. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency.